Manufacturer narrative:
(B)(4). The device was returned 06/02/2016. (B)(6) (B)(4).

Event description:
According to the reporter, during an open low anterior resection, after the device was fired, the surgeon removed the device. The moment after removing, large amounts of blood flew out of the reversed peritoneum portion. The surgeon stated the rectum on the anus side has been torn 7 cm over the entire layer started from the staple line to the long axis way. During removing the device, the surgeon had felt the device was caught inside the rectum; but he did not know what part of the device had got stuck to which part of the tissue at that time. A permanent colostomy was created on the mouth side of remaining colon as the patient was quite old. Tissue was resected at the edge of tear on anus side and stump was buried. It was unknown whether reinforcement material was used. Or time was extended more than 30 minutes. There was less than 500cc of intra-op bleeding.

Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of eight photos and one premium plus ceea 31 instrument opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.